Event description:
It was reported that after a percutaneous peripheral intervention, arteriotomy closure of the common femoral artery was attempted using a starclose se device. Reportedly, an adequate nick-and-spread was performed as indicated by a 5-7mm incision made at the sheath site with the tissue track spread all the way down to the vessel. Prior to starclose se device clip deployment, the device was raised from 45 degrees to 60-75 degrees. During clip deployment the device was stabilized with the left hand. After clip deployment, bleeding continued. Manual arterial compression was applied for one-and-a-half hour but bleeding continued. The anti-coagulant effect of angiomax was reversed with protamine. A surgical cutdown was performed revealing that the clip had deployed, as the physician indicated, perfectly in the intended location; however, a small hole was observed in the vessel next to the starclose se device clip. The small hole was surgically sutured to achieve complete hemostasis. There were no reported adverse patient sequelae. A significant clinical delay was reported as the patient had to have surgery and the duration of the hospitalization was extended by one day for observation. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.